Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was interrogated and an incorrect battery longevity estimation was observed. Technical support confirmed the issue was related to the first software version. The issue was not resolved; however, the new version of the confirm rx software will resolve the issue. The patient was stable.